Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with non-sustained lead noise episodes due to mismatch on the near field and the far field channel. Programming changes were recommended. No further information is available.